Manufacturer narrative:
(B)(4).

Event description:
It was further reported that one full recapture with the 30 mm device was performed and then a new smaller device was used to complete the procedure. Also, it was suspected the cause of the perforation was because of the recapture.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02379. It was further reported that the smaller device that was implanted was a 27mm closure device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00223. It was reported a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was performed. A 30 mm watchman laa closure device & delivery system and watchman access system were used. The closure device was deployed and implanted; however, a perforation of the laa occurred. About four hours post procedure, the patient suffered a pericardial effusion. They performed a pericardiocentesis and drained fluid from the pericardium. There were no further patient complications and the following day, the patient was considered stable.